Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture (grade iii). The device remains implanted.

Event description:
Healthcare professional additionally reported "superior malposition." Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.4., d.6a., d.6b., d.9., h.3., h.4., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation (fi) results: the review of the documentation associated to the manufacturing process indicates that all devices with work order: (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.04. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified fold creases and yellow particle material found on the shell. A weight test of the device was verified and confirmed the device weight was within specification. Clouds were observed in the gel after the autoclave disinfection process. During additional analysis, a split in the patch area and separation of patch/shell bond at the edge of the shell was observed, which is out of specification. A further investigation was performed. Based on the device analysis, the final assessment is a separation observed of the patch/shell bond at the edge of shell hole, which is not related to the reported complaint. Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported right side capsular contracture (grade iii). Healthcare professional additionally reported "superior malposition." Device has been explanted.